Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for error e315 is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation the crystallization inside the scope connector and the crystallization inside the chain in the control body is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had image has error e315, and crystallization inside the scope connector and crystallization inside the chain in the control body. There was no patient involvement.